Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector corrosion, outer tube dent, universal cord damage (uc damage), and light emission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the light transmission component, component failure of the universal cord, component failure of the lg cable, component failure of the outer tube, component failure of the up case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had dark image. The issue occurred during inspection for use. There were no reports of patient harm.